Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced a skin reaction characterized by rash and redness extending beyond the sensor patch perimeter. The patient reported developing a red rash ¿all over their body.¿ when asked to clarify, the patient explained that the rash began on the arm and then spread to the back and leg. The patient stated that no strenuous or unusual activities had occurred on the day the symptoms appeared. After noticing the rash, the patient removed the sensor. Following removal, the insertion site appeared very red and had a noticeable lump. The patient reported that the rash began to lessen after the sensor was removed. The patient contacted a nurse, who advised that medication might not be necessary if the rash continued to subside but recommended that the patient seek evaluation in the emergency department. The patient did not use any home remedies or topical treatments prior to arrival. The patient arrived at the hospital at approximately 3:00 pm but was unable to recall the name of the facility or the attending physician who conducted the evaluation. According to the patient, no medications were administered during the visit. The patient was advised to follow up with their healthcare provider, which they did, and was prescribed a different cgm system from another manufacturer. The patient left the hospital after approximately 45 minutes. At the time of the report, the patient stated they were at home and in good condition. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).